Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires became dislodged from the jaws. This happened after 4-5 cauterizations. Nothing was dislodged from the c-rings arms .. Clean break in the middle of ceramic c-ring. Opened new device and completed harvest. There was a 3-4 minute delay. No harm to patient or vein. The visualization was disturbed when c-ring split.

Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise -(B)(4). Updated section - b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/11/2025. An investigation was conducted on 03/25/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the base of the hot jaw with detachment at the tip of the hot jaw. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000456184 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.